Event description:
On (B)(6) 2020 patient underwent right total hip replacement without complication. Postop visits reported no issues and patient had stable imaging. On (B)(6) 2020, patient reported hearing "squeaking" when ambulating. No pain but patient felt like something may have changed. On (B)(6) 2020, x-ray confirmed suspected displacement of the liner of the right hip arthroplasty prosthesis. Patient underwent revision same date. Last visit reported postop course progressing. FDA safety report ID # (B)(4).